Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd¿ sharps collectors lids did not fit properly. The following information was provided by the initial reporter, translated from portuguese: "description: lids do not fit properly into packages."

Event description:
It was reported that 19 bd¿ sharps collectors lids did not fit properly. The following information was provided by the initial reporter, translated from portuguese: "description: lids do not fit properly into packages."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval:yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: sample, photos, and video received by our quality team for investigation. Upon visual inspection, lid would not shut on the sharp container. Based on the quality team¿s investigation, the root cause of the incident can be traced to he manufacturing process. The resistance of the mold manifold of the latex cap does not reach the cap temperature, causing the cap to be dimensionally millimeters smaller than specified, but still causing difficulty in closing the lid. Meters were changed to correct the incident.a device history review was conducted for lot number 1343732. The process inspections were performed and no records of this incident were found. H3 other text: see h10.